Event description:
Event description guidant received information that the patient with this cardiac resynchronization therapy-defibrillator (crt-d) device experienced a syncopal episode and hit his head on a tile floor.